Event description:
Procedure performed: lap hernia. Event description: "turtleneck" would not lock. Upon review, staff noticed that it was missing an "o" ring. Dr. [Name] was the surgeon. Product available for return. Additional information received via email for medwatch # (B)(4) on 23sep2022: hussan trocar in patient for procedure. Doctor sponge pulled out through hussan trocar. Trocar became dislodged. Trocar reintroduced into patient and locking mechanism would not lock. Trocar removed from field and inspected. Trocar found to be missing a plastic o ring from inside the turtleneck piece of trocar. Cavity searched by md. Operationg room searched by staff. Missing piece not located. Additional information received via email from user facility on 28sep2022: unable to answer accurately if the entire seal housing or cap detached. Unsure of what turtleneck is. This missing piece was an inner piece. No pictures of device are available. Patient status: discharged.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing confirmed the complainant¿s experience of trocar slippage as the cone assembly did not lock onto the cannula when the lever was actuated. Upon closer inspection, an insert was observed to be missing from the cone assembly. Based on the condition of the returned unit, it is likely that the reported event was caused by the missing insert that was not installed during the manufacturing process. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as a non-functioning cone is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch #(B)(4).

Event description:
Procedure performed: lap hernia. Event description: "turtleneck" would not lock. Upon review, staff noticed that it was missing an "o" ring. Dr. [Name] was the surgeon. Product available for return. Additional information received via email for medwatch #(B)(4) on (B)(6) 2022: hussan trocar in patient for procedure. Doctor sponge pulled out through hussan trocar. Trocar became dislodged. Trocar reintroduced into patient and locking mechanism would not lock. Trocar removed from field and inspected. Trocar found to be missing a plastic o ring from inside the turtleneck piece of trocar. Cavity searched by md. Or searched by staff. Missing piece not located. Additional information received via email from user facility on (B)(6) 2022: unable to answer accurately if the entire seal housing or cap detached. Unsure of what turtleneck is. This missing piece was an inner piece. No pictures of device are available. Patient status: discharged.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation. This report is to follow-up mw #(B)(4).